Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing came off at the needle hub. She went to unwind the tubing after removing the cover on the packaging and observed that all the tubing detached at the needle hub base. Reportedly, the blood glucose level at the time of event was 212 mg/dl. The site was at the abdomen near waist on left side and the pump was located on the right side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.